Event description:
After safety shield was over the needle, she went to discard it and stuck herself. The shield she states was activated. She disposed of it in the phlebotomy tray. No customer samples availalbe for analysis.